Event description:
It was reported that the leads had a deformation (curve) at the termination of the dbs (deep brain stimulation) lead. This was found before opening the package. Please refer to manufacturer report nos. 6000153-2012-00177 and 6000153-2012-00178.

Manufacturer narrative:
(B)(4). Analysis of the lead, model 33389, lot no. 0204745297, found the distal end of the lead bent (new out of the box).